Manufacturer narrative:
The pump has been returned to animas for evaluation an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: review of the black box data revealed occlusion during prime alarms (064-0001) on the date of the complaint. On investigation, rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours without any alarms occurring. Investigation did not duplicate the complaint. (B)(4)